Event description:
Dr. (B)(6) reported to our sales rep (B)(6), that he was performing a surgery procedure. During this he observed that during screw in the locking screw the tulip has solved. (Picture). There was a delay of 5 min. A replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Method: complaint history analysis, DHR review, risk assessment, visual inspection. Results: there have been 6 similar previous complaints for oasys polyaxial non biased screws. The DHR for this device's batch was reviewed and no deviations were noted. When the screw was returned it was confirmed that the tulip separated from the screw body. The inside of the tulip showed some small scratches while the threads were not damaged. The hex-tip of the screw was stripped; however, there was no imprint from the final tightening of a rod. There are obvious scratches on the outside from when the screw body was removed with a surgical instrument. In this event there was a delay of five minutes to remove the screw and no adverse consequences reported. Conclusion : due to the inability to obtain any additional info for this event, stryker spine has not been able to determine a definite conclusion.